Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that while preparation for an unspecified procedure, the balloon detached from the catheter. While preparing the ultra-thin sds balloon dilation catheter, the physician removed the sheath and "the balloon came off with the sheath". The device did not enter the pt's body. Another of the same device was used to complete the procedure. No post-procedure complications were noted and the pt's status was reported as "fine".